Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation, findings,component codes, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required. Complaint ID no. : (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) pump experienced perforation, leading to emergent removal and replacement within 24 hours of insertion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.complaint ID #(B)(4).